Event description:
Baxter finland reports incomplete prime of the patient line of the homechoice set. Affiliate reports patient was able to complete treatment after resetting up with new set from same lot number. No patient injury or medical intervention was reported by baxter affiliate.